Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed no delivery and then motor error during basal rate. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Blood glucose value was 325 mg/dl; customer would be treating with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. It was stated that a replacement was not needed as the customer would soon be receiving a new insulin pump.